Event description:
This ra lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on 08/15/2016 stating that this wire which is part of the lead was moving around. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).